Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The customer reported that on (B)(6) 2018, an a3059p pool - mayfield 2 series skull clamp had loosened. This was positioned on a (B)(6) y/o female patient at ((B)(6) lbs) laser marking on pressure and this loosened to the ((B)(6) lbs) 3 times during the posterior c1-2 fusion surgery. Additional information was received on (B)(6) 2018 indicating that there was a surgery delay of 3 minutes due to the product problem. Patient had a small laceration located at the right posterior rocker pin location. Three (3) staples were applied to the laceration and the surgery was completed using the same device.

Event description:
N/a.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. With respect to the returned unit it has passed all specific functional testing requirements, when unit is properly positioned and put under pressure, unit will function properly. The device history record showed no abnormalities related to the reported incident was found nor were there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. The complaint was not confirmed. The root cause for customer's observed condition could not be identified.